Manufacturer narrative:
Product event summary: the product, coaxial umbilical cable with lot number 55242, and data files were returned and analyzed. Data files confirmed system notice 50005 ¿fluid detected in the catheter and stopped the injection¿ associated with a non-reported product. Visual inspection of the cable showed the cable was intact with no apparent issues. The coaxial umbilical cable passed performance tests as per specification and dissection, pressure and vacuum tests did not show any leaks or blockage of either the injection or vacuum lines. In conclusion, the 50005 notice has been confirmed not through testing but through data analysis. It was found that the coaxial umbilical cable was expired during usage. The product issues reported (system notice 50005 and usage of expired product) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The coaxial umbilical cable was disconnected and reconnected and the ablation was started again but the system notice recurred. It was noted that the facility did not have a spare coaxial umbilical cable so a resterilized cable was attempted. The notice persisted so the electrophysiology (ep) catheter was changed without resolve. The case was then aborted and the patient was under general anesthesia. It was further reported that the first coaxial cable used was past the use by date and was knowingly used even though it was past the date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.